Manufacturer narrative:
The sample was evaluated. One used feeding tube sample. Product packaging was not returned. The product did not contain a lot number identification. The printed stock code of the tubing is faded an illegible. After cleaning and decontamination, the sample was examined in a well-lit area. The two port enfit connector was attached at the proximal end of the tubing. The connector did not exhibit visible damage. The connection appeared to be secure. The outside of the tubing exhibited discoloration below the 25cm depth marker to the bolus tip. The bolus tip was attached at the distal end of the tubing. The tubing had ballooned at between the 25cm and 26cm depth markers. The tubing had not ruptured in this area. An attempt was made to flush water through the tubing. Complete resistance was encountered. Under magnification, it was observed that the bolus tip was fully occluded by dried, brown color matter. The subject sample provided was evaluated confirming the tubing has ballooned at between the 25cm and 26cm depth markers. The tubing had not ruptured in this area. Under magnification, it was observed that the bolus tip was fully occluded by dried, brown color matter. However, this seems to be a user related problem since as per the instructions for use (IFU), vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. The lot number was not provided by the customer. All information reasonably known as of 07-jul-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported "a patient had one of the new corflo nasogastric feeding tubes inserted on (B)(6) 2024 under gastroscopy... Tube placement was checked and (nasogastric) ng feed and 60 ml flushes [every 4-hours] q4h commenced as per dieticians plan on (B)(6) 2024... On (B)(6) 2024, ng tube was noted to be blocked... (Registered nurses) rns followed blockage protocol to use sodium bicarbonate in a 2.5 ml syringe, successfully unblocking the tube... [Patient] stated he had pain in lower chest shortly after unblocking of the tube... Patient (chest x-ray) cxr noted ballooning of tube near distal end and tube was removed." Additionla information received 04-jun-2024 noted the tube was placed in gastro department not the ward; reports the tube was used for feeding and medications, oral tablets and liquid medications, with 60ml water flushes q4h 30ml pre/post [medications] flush." There was no reported injury.